Manufacturer narrative:
(B)(4). Additional information received: please be advised that the hospital is unable to locate the reported device. At this time, nothing will be returned.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, the doctor reported that after firing the stapler, some of the staples were unformed, failed to make a b shape. A second like stapler was used to complete the procedure. There were no patient consequences reported.